Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy memory soft wire basket. An attempt to manually fracture the stone with the basket was attempted, but not successful. Mechanical lithotripsy was performed. During mechanical lithotripsy, the device wire of the basket broke. The stone could not be removed. The pt was transferred to the operating room for removal. Surgery was performed to remove the device. The pt's condition after surgery was reported as "doing fine".

Manufacturer narrative:
Evaluation: our lab evaluation of the product said to be involved confirmed the report of basket wire breakage. Approx 80cm of the 240cm basket drive wire was returned for evaluation. The basket remains attached to the basket drive wire near the distal end. The remaining section of the basket drive wire, basket handle and outer sheath of the basket were not included in the return. The shape of the basket and basket cable is distorted. This is a common observation for baskets that have been subjected to mechanical lithotripsy due to severe mechanical pressure. A wire guide had been connected to the broken end of the basket drive wire by medical stitching material. The user may have connected the wire guide to the basket to create leverage in a last attempt to pull the basket from the bile duct to avoid surgery. A product discrepancy that could have contributed to basket cable breakage was not observed during our lab evaluation. After the review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished good inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual condition of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instruction for use for the memory soft wire basket and soehendra lithotriptor includes the following warning: due to mechanical pressure generated with this device, basket fragmentation is a possibility that may require surgical intervention. The instructions for use for the soehendra lithotriptor includes the following warning: due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the blade may cause the basket wire to break, thus requiring surgical intervention. Impaction of the object with the basket is listed in the memory soft wire basket instruction for use as a potential complication. An ampullary opening to allow for the unimpeded passage of the basket is listed in the memory soft wire basket instructions for use as a contraindication. The physician may choose to perform a sphincterectomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Prior to distribution, all memory soft wire baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time. The reported occurrence involves an inherent risk of the procedure and a known potential complication. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.